Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treated patient reported experiencing severe pain, infection in two teeth, and underwent a root canal treatment (rct) on tooth #30. Upon review of the patient's records, the treating doctor confirmed that the patient had experienced symptoms during the course of the treatment plan. These symptoms led to the extraction of tooth #19, the treating doctor reported this event on (B)(6) 2024. At the time of the event, the patient required medications (specific medications not reported. The patient is currently feeling better.

Manufacturer narrative:
UDI information, lot number and manufacturing date updated.